Event description:
Event determined to be reportable based on analysis approved on 07/27/2007. It was reported that during an iliac stenting procedure, guide wire damage occurred. The lesion was located in the external iliac artery. After placing the amplatz guide wire through the lesion, a stent could not be advanced over the distal segment of the guide wire. A second attempt to advance a different stent past the distal segment of the guide was also unsuccessful. Upon removal of the guide wire, the physician noted a spike on the distal segment of the guide wire. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "ok". Analysis revealed that the distal guide wire contained offset coils with missing coating.

Manufacturer narrative:
Product analysis confirmed the reported complaint. The amplatz guide wire revealed that the distal end was wavy and bent. Offset coils with missing coating were found at 23cm and 48cm from distal tip of the guide wire. The guide wire met od specifications except at the offset coil located 48cm from the distal tip. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of the missing coating was attributed to interaction with another device.